Event description:
The patient reported that they felt light headed, dizzy and subsequently fell to the floor. Follow up attempt did not provide additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.